Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient started having "serious problems" with the dbs therapy. They had drool running down their face, their tremors  returned "with a vengeance," and their left foot "turned inward radically". The patient stated that they didn't see their healthcare provider (hcp) for years because their "mobility was so bad". They eventually had an appointment with their hcp and the ins had been off for 3 years. They keep a journal and based on their entries, they have seen "very small improvements". They were advised to see their physician.